Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip single use fiber lit on fire. The issue was with the fiber possibly having a micro spilt in it. There were no reports of patient harm.

Event description:
The issue occurred during an unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, it is likely due to procedural handling. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.